Manufacturer narrative:
(B)(4). Sepsis is a condition in which a patient meets criteria for sirs (systemic inflammatory response syndrome) and has a known or highly suspected infection. The mortality rate is high if the sepsis is not treated and can progress to involve organ failure (severe sepsis). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, although the cause of the septic shock and heart failure post sapien 3 valve implant cannot be confirmed, it is possible that in addition to the procedure itself, patient factors (advanced age, severe mitral regurgitation, severe pulmonary hypertension, moderate to severe tricuspid valve regurgitation) may have contributed to the event. The exact cause of the conduction disorder post procedure cannot be confirmed. Procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, post implant of a 23mm sapien 3 valve in the aortic position, the patient had a complicated postoperative course. Medical record review revealed the postoperative course was complicated by septic shock. The cause of the septic shock is unknown. Initially, the patient required vasopressors and was titrated off. The patient also received a leadless pacemaker post tavr procedure. The patient was found to be in heart failure 2 months later when a 29mm sapien 3 valve was successfully implanted in the mitral position. Unfortunately, the patient expired following the mitral valve replacement procedure. The cause of death was reported to be dissemination intravascular coagulation (dic). Per medical opinion, the patient's death was not device related. No further information is available at this time.